Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 476 mg/dl. The customer stated that the pump vibrated 3 times every 30 minutes to an hour and no alarms were shown on the screen. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.